Event description:
Meter name: one touch fasttake. Strip name: lifescan. Meter code: 32. Strip code: 32. Strip storage: unknown. Symptoms: no symptoms. A pt reported they were hospitalized. Their meter allegedly was inaccurately high. The result on their meter was 340 mg/dl. The result on the hosp meter is unknown. The time difference between pt's meter and hosp was unknown. Treatment was unknown. Pt went into a coma. No further info has been reported.